Event description:
In 2009, the patient reported that her blood glucose measured 69 mg/dl at 12:00am and she ate an orange and drank soda. At 7:00am her blood glucose measured 119 mg/dl and she stated this is a low reading for her. Two hours later her blood glucose measured 347 mg/dl and she bolused 3 units of insulin. She stated that she experiences air bubbles in her insulin cartridge which she removes by disconnecting at the infusion site and performing boluses. She then stated that she cannot recall if she disconnected at the infusion site while attempting to remove air bubbles. There were 4 separate boluses listed in the device history on the same day, between 9:21am and 9:30am totaling 20.5 units. Upon follow up with the patient five days later, she stated that she monitored her blood glucose every 30 minutes and she did not experience any further low blood glucose readings. She stated "I was pushing the wrong buttons. It was early in the morning and I panicked. This pump is new, had to be my fault." Her blood glucose measured 88 mg/dl at the end of the day. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.